Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with total vaginal hysterectomy. It was reported that patient underwent anterior, posterior and enterocele repair; uterosacral ligament vaginal vault suspension; cystoscopy, tvt mesh implant and partial vaginectomy on (B)(6) 2012 due to sui and pop. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) /2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 due to symptomatic uterovaginal prolapse, uterine prolapse and cystocele. It was reported that patient underwent mesh revision/ cystoscopy/ anterior/posterior colporrhaphy and vaginectomy on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.